Manufacturer narrative:
Investigation: used test and analysis equipment: panasonic dmc tz8 digital camera. First we made a visible inspection of the jaw. Except for the charring, we found no further abnormalities. Then we checked the mechanical function. The clamping function worked well. Batch history review: the manufacturing documents have been checked and found to be according to specification which was valid during the time of production. Conclusion and root cause: one probable root cause in cases like this is an improper cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage was created by an incorrect handling during the cleaning of the electrodes. A damage during rf-generator failures can be excluded. Because there is suspicion of a design related aspect to the failure, we have entered this failure mode into our CAPA system and are working on a solution. CAPA 700003160 was started.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). Acording to the customer:"does not complete the sealing cycle." Initially reported incident did not meet the definition of vigilance case, however, upon review of the device the vigilance decision was changed. Additionally, complaint file (cc) was updated to include short description of "io arcing in jaw" as well as applicable